Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the pt was at home and began noticing power limit advisory alarms on sunday evening, approximately 2 times in 4 hours. The pt had seen a red heart once but was on batteries therefore couldn't tell which red heart it was. The perfusionist on call at the hospital had spoken to the pt and advised the pt to come into the ER and they would change the power base unit (pbu) and pbu cable. The alarms did not recur until the next day around noon - power limit advisory. The lvad system controller was changed at this time by the vad coordinator. Lvad motor wave forms were recorded standing, sitting and bending over. There was no black dust noted on the vent filter. The pt's systolic blood pressure had been 100 to 110 mmhg all during support. The pump rate in auto model was 100 bpm starting months ago so the clinicians have kept the pt in a fixed rate of 80 bpm. The pt now presents at the hospital with shortness of breath, unable to determine neck veins due to short neck, edematous extremities. The echo is controversial, the surgeon interprets it as normal and cardiology interprets it as right sided failure. Wave forms were taken and sent to the manufacturer for analysis. The pt remains on lvad support while awaiting a heart transplant.